Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, improper component placement, and occlusion of device or native vessel.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that, during the deployment of the trunk-ipsilateral leg component, the physician attempted to advance the distal end of the trunk-ipsilateral leg component to the left common iliac artery. Reportedly the attempt was unsuccessful, and the left internal iliac artery was unintentionally covered by the trunk-ipsilateral leg component, resulting in occlusion of the vessel. It was reported that no additional surgical procedures were performed after coverage of the left internal iliac artery. Reportedly the patient will be monitored. The patient tolerated the procedure.